Event description:
Reporter initially noted 25 gauge vitrectomy probe was not cutting and aspirating causing peripheral breaks in retina in two cases. Additional information received noted probes were not cutting well in cutting mode. Pulled on vitreous based and caused retinal tears and retinal detachment. Patient 2 of 2 required repair. Prognosis reproted as good. Customer discarded probes used. Continued to use system and probes without problems.

Manufacturer narrative:
Product was not available for evaluation.